Event description:
The customer reported the system made a loud popping sound, arcing from the x-ray tube and shut down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replace, the generator was calibrated, and the beam was aligned during the service call. The system was tested and found to be working as intended and put back into service.